Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient was implanted for an off label use, motor cortex. The patient was currently implanted with a rechargeable implantable neurostimulator (ins) and they were having difficulty charging the ins. The ins had moved south from the incision line and the pocket site appeared to be tilted. The ins site could be palpated, but the patient had some puffy breast tissue above the site. The manufacturer representative tried moving the antenna around, using the antenna locator feature, and tried three different rechargers, but they were only able to get two coupling bars at most. The antenna locate feature resulted 64, 66 and 66 with only two coupling bars. The ins looked more than 1 cm deep. X-rays were done in (B)(6) 2015 and the ins was not flipped. Impedances were checked and they were all within normal limits. The ins was programmed to monopolar settings and patient complained of a shocking sensation underneath the ins. The shocking sensation felt like a tens sensation. The ins was reprogrammed to use bipolar settings and the shocking sensation resolved, but then the patient had tenderness and soreness in their chest area. The tenderness and soreness got worse with palpation. The coupling issues and shocking sensation had been occurring since (B)(6) 2015 and the tenderness and soreness started in (B)(6) 2016.

Manufacturer narrative:
Mfg site ID was updated to (B)(4).

Event description:
Additional information received from a manufacturer representative reported the cause of the event was the implantable neurostimulator (ins) flipping. An x-ray was done and the ins was confirmed to be flipped. A revision to reposition the ins and possibly use a mesh was being planned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.